Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate the reported issue and upon arrival, the unit successfully ran with trainer and catheter during initial testing. Successfully completed a battery runtime test as part of the pm on both batteries without issue. Unable to replicate user complaint. Battery 1 however, has a defective led (4th one from the bottom up). Power activity log shows unit commenced running on battery 1 at 1408 hours, until battery 1 completed depleted at circa 1540. Unit then switched to battery 2. Unit ran on battery 2 until 1704 when unit shut down. Unit physically turned on at 1726 ("system power on", on power activity log, without identifying a "system power off," thus correlating with unit shutting down. The stm reported that batteries were replaced as a pair, as battery 1 leds are defective. The unit was calibrated and passed all functional and safety tests per factory specifications. Iabp was returned to customer and cleared for clinical use.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) shut down while running unit on battery and displayed error message (reading battery life dead). The customer removed the device from the patient and replaced with another unit to continue the treatment without issues. There was no harm or injury to the patient and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, b6, b7, d4 (version or model#), g4, g7, h2, h4, h6, h10 analysis of production: (3331) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110) the overall 24 month product complaint trend data for the period (B)(6) 2019 through (B)(6) 2021 was reviewed. There were no triggers identified for the review period.

Event description:
N/a